Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including inspecting the faceplate and back plate for damage; inspecting and cleaning the diaphragm; disassembling, inspecting, cleaning and reassembling the kit and tubing set; and verifying breast shield fit. Suction did not improve following the troubleshooting. A replacement device was sent to the customer and her original device was requested for testing/analysis. In follow up with a complaint handler on (B)(4) 2018, the customer confirmed that she developed mastitis on (B)(6) 2018, for which she was prescribed an antibiotic. She indicated that the replacement pump was working without issue and that the mastitis had since resolved. She requested consultation with a medela clinician and any new/changed information obtained during that consultation will be included in a follow up report. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4)% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2018, the customer alleged to medela (B)(4) that she was experiencing low suction and pain with her pump in style breast pump. She further alleged that she had mastitis, for which she was prescribed an antibiotic by her physician.

Manufacturer narrative:
In follow up with a medela clinician on 09/24/2018, the customer stated she had no signs of mastitis and that the replacement pump was working without issue. The device was returned without the customer's parts and accessories; therefore, it was evaluated with a medela lab kit on 09/26/2018 and it passed suction and cycle specifications. Refer to attached evaluation. The customer's report of low suction could not be confirmed. [(B)(4)].